Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
It was reported that the procedure was to treat a left anterior descending artery that was 90% stenosed. A 2.5x12mm nc trek balloon was attempted to perform pre-dilatation. Inflated once at 13 atmospheres for 10 seconds the balloon ruptured. The device was removed from the anatomy and replaced with a same size nc trek to continue the procedure successfully. There was no adverse patient effect and no clinically significant delay. No additional information was provided.